Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, the reported issue was caused by a faulty printed circuit board. The specific cause of the faulty printed circuit board was attributed to corrosion caused by moisture. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus on behalf of the customer that the high-definition lcd monitor lost power during inspection prior to the intended diagnostic endoscopy procedure. After a few minutes, it was noticed that the power had gone out, (power lamp off). The intended procedure was completed with the same equipment by unplugging and inserting the trolley itself. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. Additional evaluation findings were as follows: as a result of the appearance check, there were no abnormalities, and there were no abnormalities in the endoscopic images. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.